Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation - customer had returned an empty box of trueplus lancets (33g). Manufacturer contacted customer in a follow-up call on 21-nov-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for trueplus lancets. Customer stated that 5 out of 100 of the 33g lancets were "defective"; customer stated the lancets were either missing the needle or the needle was too small. Customer stated they had discarded the lancets. The package was not open or damaged when received by the customer. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 13-feb-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: lancets were not returned for evaluation - customer had returned an empty box of trueplus lancets (33g). Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.